Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high superior vena cava (svc) defibrillation impedance. Follow up indicated that the patient underwent defibrillation testing and the svc portion of the lead was programmed off. The lead is still in use. No patient complications have been reported as a result of this event.